Event description:
It was reported that the patient experienced signs of malleable penile prosthesis fracture. Penile prosthesis shows signs of fracture with misalignment of the right nail (cylinder) and discontinuity is also identified without signs of misalignment of the left nail (cylinder). Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced signs of malleable penile prosthesis fracture. Penile prosthesis shows signs of fracture with misalignment of the right nail (cylinder) and discontinuity is also identified without signs of misalignment of the left nail (cylinder). Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced no erection due to the fracture of the device at the bend.